Event description:
Pt was implanted with the esteem system (B)(6) 2012. On (B)(6) 2013 pt was receiving a fitting and indicated the device was in constant feedback in all profiles and volume steps. The feedback scan indicated broad spectrum (electrical feedback. On (B)(6) 2013 pt went in for a local anesthesia surgery which replaced the sound processor (sp). On (B)(6) 2014 the sound processor was received by envoy. As documented in the attached report, he electrical feedback was shown to arise from abrasive damage, most likely caused by the sp being improperly secured. This known issue has been addressed recently, with mitigating actions which were not implemented at the time of the original implant. No pt injury other than revision surgery resulted.